Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. In addition, the pump history was noted to be inaccurate and indicated a data log corruption. Customer's blood glucose level was 124 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.